Manufacturer narrative:
Zimvie received one (1) tac2, (abut tapered one-piece scr-v 3.5mm 2mm) for evaluation. Visual inspection was performed. Returned abutment shows signs of wear/use. Fracture identified on its top end. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tac2 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00556-haz rev 6, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction has occurred. The returned abutment was observed to be fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k013227. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that patient came in due to concerns with mobility of upper screw retained denture. Removed and replaced with new mua's screwed denture back into implants no mobility noted. Patient wears bite splint to protect implants/denture. Procedure completed using a multiunit abutment.